Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01769. It was reported cardiac tamponade occurred. An intellamap orion¿ mapping catheter and an intellanav mifi oi ablation catheter were selected for use during a pulmonary vein isolation re-do ablation procedure. Tamponade was identified following the procedure. The patient was stable following a pericardial puncture. The physician indicated the tamponade was ¿probably¿ related to the intellanav mifi oi.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the returned device revealed no abnormalities. Electrical testing was performed and the device passed the test; magnetic sensor resistance and inductance measurements were within specification. The returned device passed all relevant testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01769. It was reported cardiac tamponade occurred. An intellamap orion¿ mapping catheter and an intellanav mifi oi ablation catheter were selected for use during a pulmonary vein isolation re-do ablation procedure. Tamponade was identified following the procedure. The patient was stable following a pericardial puncture. The physician indicated the tamponade was ¿probably¿ related to the intellanav mifi oi.